Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the moderately tortuous and non-calcified left forearm vein. A 4.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.